Event description:
Same case as MFR report #: 2134265-2010-04105, 2134265-2010-04106, 2134265-2010-04118. It was reported that during a rotational atherectomy interventional procedure , a wire fracture and vessel perforation occurred. The 80% stenosed lesion was located in the severely calcified and severely tortuous right coronary artery (rca). An unspecified 7fr guide catheter was engaged in the rca. Following placement of the floppy rotawire guide wire, the proximal portion of the mid rca lesion was successfully ablated with the 1.5mm rotalink plus burr and the 1.75mm rotalink plus burr. The physician then attempted to advance the 2.0mm rotalink plus burr to the lesion, however, he encountered resistance. The physician injected contrast media and noted a leak from between the aorta and the bifurcation. At that time the physician also noted that the floppy rotawire guide wire had fractured. The fractured wire was retrieved with a snare. The vessel perforation was treated with an unspecified 3.0 x 16mm covered stent. Following treatment in the intensive care unit, the patient was discharged from the hospital 9 days post-procedure and was reported as "recovered."

Manufacturer narrative:
Device evaluated by MFR: an initial examination of the complaint unit was carried out. No visual issues were noted. A tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried out; no issues were noted with the unit's handshake connector during the connection of the device. The rotablator unit was wire guided using a control guide wire. No issues were noted during the wire guiding of the device. The rotablator plus unit was wet tested. The unit reached a speed of 110krpm. The advancer unit was dismantled and a melted ultem was evident. The rotablator catheter unit was wet tested using a control advancer unit. No issues were noted with the catheter unit. The burr was microscopically examined no issues were noted with the annulus of the burr. The plated back half of the burr was examined and met specifications. A scratch test was performed which confirmed that the burr's cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).